Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while temporarily disconnecting from the ilet pump to shower and after a recent snack; the user subsequently resumed insulin delivery with guidance, and glucose later returned to range. Symptoms included hyperglycemia. Outcomes included restoration of glucose to target after pump reconnection and continuation of therapy without need for medical intervention. Investigation included customer support review and troubleshooting with user education on resuming insulin and device use overnight. Investigation of this case revealed no device malfunction and that the hyperglycemia was consistent with insulin suspension during pump disconnection combined with recent carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related interruption of insulin delivery.